Event description:
Pump was not programmed correctly by a rn trained in IV therapy. Instead of putting in the amount and then the hours, 31cc/hour was programmed, therefore, 31cc of heparin was given for one hour and then the pump dropped down to keep vein open rate of 1cc/hr. The incident occurred in the pt's home. The error was discovered the following day when the nurse noted that there was too much fluid remaining in the bag. An inservice was given on the pump. The rptr stated that the pump should be easier to program.